Event description:
It was reported the patient felt diaphragm stimulation for three days. The lead showed decreased impedance and failure to capture. A fracture was suspected. At the time of the lead replacement, it was discovered the lead dislodged due to twiddler's syndrome. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.